Event description:
It was reported that the patient had taken a fall in the past and they had to revise the lead. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0fqy5, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reports a new lead was placed but the ipg (stimulator) remained the same. The representative was unsure when the fall occurred. It was noted that the revision happen in october. When asked when the representative was made aware of the event, it was reported not sure exactly the timeframe after the fall.